Manufacturer narrative:
Summary investigation-a complaint of drip chamber separating was received from the customer. A photo was provided by the customer. In the photo the drip chamber can be seen separated from the rest of the set. The customer complaint was verified. A device history record review for model 11448964 lot number 22019123 was performed. The search showed that a total of 21,603 units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. As a physical sample was not received, a definitive root cause could not be determined. Previous investigations have found that this defect is caused by a lack of solvent being applied at the connection site during manufacturing. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd alaris¿ secondary set experienced broken product. The following information was provided by the initial reporter: secondary IV tubing broke just underneath the chamber while setting up premeds for a patient who was not yet on the unit.